Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Pump received with severly scratched lcd window, scratched case, missing reservoir tube o-ring, keypad overlay missing and cracked lcd glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had physical damage. Customer's blood glucose was unknown at the time of the incident. It was reported that the insulin pump was dropped on the floor and that the display was not readable. The insulin pump will be returned for analysis.